Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insufficient energy transfer to the target. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: incomplete seal cycle error was caused by insufficient energy transfer to the target. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the energy device had an incomplete seal cycle error. The issue occurred during procedure, and the therapeutic procedure (hysterectomy) was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported, the energy device had an incomplete seal cycle error. The issue occurred during procedure, and the therapeutic procedure (hysterectomy) was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.